Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope curved rubber adhesive joint was found missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was confirmed. The root cause could not be identified. According to the investigation, reasonably known information suggested that the probable causes were due to some kind of stress such as damage or deterioration, electrical issues, ambient temperature problems, or maintenance issues. The most probable cause of this reported issue was expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.